Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator showing vent inop (ventilator inoperable), circuit disconnect, low pip (peak inspiratory pressure), low ve (ventilation) alarm continuously. The customer confirmed that there is no patient involvement associated with this reported event.